Manufacturer narrative:
Conclusion: a device history review is not required for the valve, as the event description does not indicate a potential manufacturing issue. The valve remains in the patient, and therefore was not returned for analysis. Potential factors that can influence a dislodged valve include operator technique, compliance of the aorta and native vessels, patient anatomy, and more. In this case, the physician felt that the valve dislodged due to the patient¿s high ejection fraction/pressure, however, a conclusive cause was unable to be determined from the limited information available.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, the valve moved out of its targeted location while still attached to the delivery catheter system (dcs). Rapid pacing had not been initiated, and it was suspected the valve movement was due to the patient's high ejection fraction/pressure. As the valve was being retrieved, resistance was met when attempting to re-sheath the valve into another manufacturer¿s introducer sheath, with the valve 50% deployed. A dcs malfunction occurred, and the valve was left implanted in the abdominal aorta extending into the right common iliac. A balloon expandable stent was deployed within this valve to ensure access for a second valve, which was implanted successfully. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted. A supplemental report will be filed when the investigation is completed. A separate report has been filed on the delivery catheter system malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.